Event description:
It was reported that an alert was triggered for the rv coil and svc coil impedance being out of range. The impedance was indicated have been fluctuating for approximately 3 weeks. While in office all manual measurements were within range. A health professional questioned if the lead was fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).